Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. As per medical opinion, the perceived root cause of the event was severe paravalvular regurgitation and pulmonary homograft dysfunction and need for pulmonary replacement. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6), approximately 5 years post implant of a 29mm sapien 3 valve in the aortic position, the patient developed severe paravalvular regurgitation. The valve was explanted and a 29mm perimount surgical valve was implanted. On post-operative day 13, the patient was discharged. The patient outcome was good. As per medical opinion, the perceived root cause of the event was severe paravalvular regurgitation and pulmonary homograft dysfunction and need for pulmonary replacement.

Manufacturer narrative:
Additional information was received. Post tavr, the pvl was described as at least moderate, and remained unchanged since the procedure. The valve position was correct during implantation. The perceived root cause of the pvl was due to the homograft being very calcified. The pvl was considered likely due to the calcification of the aortic homograft. Implantation of the surgical valve went well.